Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called into patient/technical services and stated that they had heard beeping and wondered if it could be their implantable cardioverter defibrillator (ICD). The patient described tones do fit the device patient alert criteria. The patient was advised to contact their physician regarding the alert tone. The patient also stated that they had received a shock therapy while indicating they thought it was a lead issue. Follow-up was completed with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify the patient did receive an inappropriate therapy while the patient was in the hospital. The hcp also verified that the high-voltage therapies were programmed off at that time. The lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic), oversensing, high impedance and a lead fracture is suspected. The lead was extracted. No patient complications have been reported as a result of this event.